Manufacturer narrative:
Hill-rom tech support suggested testing the bed in a known working room to isolate between the bed and nurse call system. Three attempts have been made regarding a resolution to this contact line, with no response from the account. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located in a pt room at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).